Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21st august 2025, it was reported by an arthrex employee via email that for 2 units of ar-8825p-1, suture anchor, peek mini pushlock® 2.5 mm x 8 mm, the anchor would not seat all the way in patient. The surgeon tried to tap anchor in further the but the 2-0 sutures broke and anchor pulled out for the first one. He tried another drill hole and another anchor, but it still sat a little proud but it was solid so the surgeon accepted it. The silver coloured mallet point on the anchor would not mallet down flush. They used the correct 1.8 drill and drill guide from their trays on shelf. This was detected during use in a thumb ulnar collateral ligament reconstruction on (B)(6) 2025. The procedure was completed successfully with the second anchor that was inserted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed due to insufficient photographic evidence. Photos submitted for evaluation show two ar-8825p-1 pushlock® anchors, batch 15454428, missing the eyelets and anchors. Based on the information provided ¿ including photographs, event description, and any additional field input ¿ arthrex has determined the most likely cause. Most likely cause: misuse due to misaligned insertion, causing the anchor to not seat properly on the bone. Application of excessive mechanical force, resulting in suture breakage. Improper bone preparation, leading to anchor pull-out. Dfu-0087-eo revision 5, g. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure the angle of insertion is coaxial to the previously prepared bone socket. 5. Insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension if necessary. Tension will not increase during final advancement of the anchor body. 6. Ensure the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.